Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence. The patient had history of avb I before the procedure (pq time 264 ms) and baseline rhythm was sinus rhythm. On pod2 the patient experienced atrioventricular block grade iii (avb iii). A dual chamber pacemaker with a right atrium (ra) lead and a coronary sinus lead was implanted. Information provided per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Based on the complaint investigation, the potential root cause of this event is indeterminable. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque valve in tricuspid position where on post op date (pod) 2, the patient experienced atrioventricular block grade iii (avb iii). A dual chamber pacemaker with a right atrium (ra) lead and a coronary sinus lead was implanted on pod4. As the pacing threshold of the bipolar left ventricle (lv) lead was very high, it is probable an upgrade to a quadripolar capable crt device, six weeks post procedure, may be required. Patient condition is stable. As reported, patient had long avb I before the procedure (pq time 264 ms) and baseline rhythm was sinus rhythm. As per medical opinion, on pod1 the valve may have moved slightly and, in combination with the preexisting av-block I, could have led to the avb iii. However, echocardiographic examination showed no difference in evoque position.